Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that an insulin pump had blank display and vibrate anomaly. Customer¿s blood glucose level was 6.7 mmol/l at the time of incident. Customer reports that the display was solid white. Troubleshooting was done and the insulin pump was started beeping and vibrating. Customer was advised to discontinue use of the pump and revert to backup plan per health care professional's instructions. Product will not return for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly.